Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Non-sustained ventricular tachycardia (nsvt) contributed to the false detection. The patient was inappropriately treated at 00:29:49. At 17:52:08 the patient received an appropriate treatment in response to vt. The post shock rhythm was a sinus rhythm. Following the first treatment, the patient went to the emergency room and was admitted to the hospital. The response buttons were not pressed during the entire event. The patient will continue to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital and will continue to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. H4: manufacture date: monitor sn (B)(4) (reuse); electrode belt sn (B)(4): 08/01/2014 (initial use). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).